Event description:
I had a depuy hip replacement on my left hip in (B)(6) 2005. The device used was a summit stem with a pinnacle cup (metal-on-metal, non-cemented). I have never had full mobility and beginning in (B)(6) 2010, I began to experience groin pain which progressed to the buttocks and then to the area of the hr incision. Since (B)(6) 2010, I have had numerous x-rays, a CT-scan and a bone scan to determine causation, but to no effect. I am unable to ambulate easily and experience chronic pain while sitting and lying down. I am also unable to recline on my left side. In order to continue to work and manage my daily family life, I have been prescribed two oxycontin daily and four norco. Despite taking these painkillers, I am still in excruciating pain. I currently have an abnormal blood count, which cannot be attributed to any cause, so my orthopedic surgeon has advised that he will need to open up the hip area to determine if there is an infection and whether the depuy summit/pinnacle metal-on-metal cup is defective or causing the pain. He wants to perform this surgery as soon as possible because of the risk of infection growing and because the pain I am experiencing is chronic and progressive. He has advised that he intends to replace the metal-on-metal cup with a plastic or ceramic device because it appears that the hr device never fully functioned as it should. Depuy asr hip replacement, depuy pinnacle hip replacement were recalled in early 2011.